Event description:
A lead test resulted in a dc dc code of 7 and limit, indicating a possible device malfunction. It was also reported that the patient has experienced a recent increase in seizures. The patient is unable to communicate whether they are feeling the device stimulate. Further follow-up concluded that the patient will most likely have the device removed. Lead break is suspected. X-ray results are pending.